Manufacturer narrative:
Corrected data: the patient's dob in section a should read "(B)(6)". The previous report had a date "explant date" section. The device was not explanted as it still remains implanted at this time, so the date should be clear.

Event description:
It was reported the patient last charged the ipg approximately three years ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.